Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
"My monitor is saying in the app that I'm dangerously low and my finger stick says 158. Wondering if something is wrong with my monitor. "(B)(4)": uploaded email related to case. Pt advised they no longer require a call. Found cases (B)(4), which were logged the day after, per pt mention she called the following day for help.